Event description:
Device returned to MFR for analysis with report of "shocking to right body when turned head to left side." Follow up with hcp revealed the pt complained of shocking which was not severe, but annoying enough to justify surgery to replace the device. The shocking has been relieved by the new device and the pt is doing well.